Event description:
Tvt-secure sling surgically placed in 2008. In 2009, low grade temp and pelvic pain occurred. Self exam indicated sling protruding thru vaginal wall. Some incontinence. Md visits x2 the following month. Surgical removal of mesh sling three months later.